Event description:
It was reported that this non-boston scientific implantable cardioverter defibrillator (ICD) stored two episodes showing noise and oversensing on the right ventricular (rv) lead. Inappropriate anti-tachycardia pacing (atp) was delivered. It was also reported that this pacemaker dependent patient experienced a one second pause in pacing. Sensitivity was adjusted to avoid oversensing the noise. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.